Manufacturer narrative:
(B)(6). Date sent: 3/3/2026. D4: batch # a98n2d. B3: exact event date unk, entered 1/1/2026 as only the year was provided. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. A visual inspection of the returned sample revealed that the el5ml device appeared to be free of any visible damage. The returned packaging was opened. Additionally, one (1) malformed clip was found inside a plastic bag. To replicate the reported issue, the device was tested for functionality. During testing, the device was fired; however, the clips did not advance into the jaw. It was observed that the tip of the advancer was bent. The instrument was then disassembled, and upon inspection, the advancer was confirmed to be bent. Six (6) clips were found lodged inside the clip track. It is important to note that a bent advancer is known from the device¿s history to potentially cause malformed clips and to prevent the device from firing properly. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch a98n2d number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a laparoscopic cholecystectomy, it seemed like that jamming occurred at the 1st firing, and the clips were unformed for 2 or 3 shots in a row, so the use was stopped and another one was opened. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.